Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20214. It was reported the patient ((B)(6)) experienced ineffective/unintended stimulation. A sjm representative tried reprogramming to no avail. X-rays have been requested as a next course of action.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20214. Follow-up identified x-ray results have not been disclosed yet. The patient is currently undergoing botox therapy to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.